Manufacturer narrative:
Exact date unknown, event occurred 2 years after implant. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2316500, model: sc-2316-50, serial: (B)(4), batch: 17559887.

Event description:
It was reported that the patient was experiencing inadequate coverage due to high impedances. The patient underwent a lead explant procedure. The explanted leads will not be returned. No further information has been obtained despite good faith efforts.